Manufacturer narrative:
Philips service reinstalled the suite pc software and restored the device functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the suite pc failed to boot due to a software error on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.